Manufacturer narrative:
We are unable to review the device history record as a lot number was not provided. The sample was not returned to kimberly-clark for evaluation. Directions for use warn:"cap on trach care t-piece prevents continuous flow therapy. Remove cap before starting continuous flow therapy. Failure to remove cap prior to continuous flow therapy may result in serious injury or death." Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Device not returned by customer to kimberly-clark.

Event description:
Kimberly-clark received a report stating, "a patient had "coded" but survived on (B)(6) 2011 while using the referenced product." Patient was placed on continuous flow therapy without removing the cap on the t-piece. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).